Event description:
The lead was returned from an unknown source after a patient's death and has tested out of specifications. The death occurred 4 years 10 months after implant and no complaints, allegations, or previous contacts have been made in regards to the lead. No further information has been made available regarding the cause of death or circumstances surrounding the death.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had an abrasion (breached) and the outer insulation had a cosmetic depression.